Manufacturer narrative:
Investigation summary: upon return of the device, both cylinders and pump were thoroughly analyzed. The pump failed the performed functional testing and on inspection of the cylinders broken fabric threads, bulging and wear at fold were identified. Product analysis confirmed the reported event of mechanical issues. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: visual inspection on the returned pump identified that the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Upon functional testing of the component, the pump failed deflation test and activation test. The deflation test intends to verify that with 4 psi back pressure on the cylinder the fluid moves from the cylinder side of the pump to the reservoir side of the pump whilst the deflation button is not pressed. The activation test verifies that with the pump in the deactivated state, fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lb of force with no back pressure on the cylinder. The returned cylinders were visually inspected, identifying broken fabric threads and bulging on the cylinder body of cylinder 1 when the device was inflated. A leak resulting from sharp instrument damage was also observed. Due to this damage being consistent with explant it was considered a secondary failure. Cylinder 1 was not pressure tested due to the bulge with broken fabric treads and the leak identified. The krt of cylinder 1 was fatigued and worn to filament. Cylinder 2 pressure tested and performed within specification; no leaks were found. Both cylinders had wear at fold in the cylinder body. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the pump and cylinder malfunctioning. During the procedure a new ipp was implanted. No information was provided about the patient's outcome.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the pump and cylinder malfunctioning. During the procedure a new ipp was implanted. No information was provided about the patient's outcome.